Event description:
It was reported that during interrogation, it was noted that several noise episodes were detected as vf. One shock therapy was delivered as a result. The lead was capped.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.